Event description:
It was reported that the 9800 system had "blurry" images. There was no report of patient injury.

Manufacturer narrative:
No service info available at this time. As info becomes available it will be reported as required.